Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported death is a known adverse event listed in the xience v instructions for use. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
It was reported that approximately 29 months post xience v stent implantation in the mid left anterior descending artery and the distal right coronary artery, the patient died. There were no details provided as to the cause of death and per the coroner's office, the cause of death is unknown. The patient was not hospitalized prior to death. There was no additional information provided.